Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective cpu, reconfigured the unit, and reloaded software to address the reported problem. The unit successfully passed the required performance verification test. The cpu pcba was return for analysis. An investigation was performed and the (u1) on the cpu pcba created the system flash error.

Event description:
The customer reported that the device displayed error flash file system error. There was no patient involvement.